Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a loss of connection was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient was advised to reset the receiver, turn off all the bluetooth in range, stop the sensor and wait for the bluetooth symbol to turn solid before hitting start sensor. At the time of contact, no injury or medical intervention was reported.